Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission on (B)(6) 2018. Upon review, the right ventricular lead exhibited noise oversensing resulting in pacing inhibition. The patient experienced symptoms of pre-syncope during the episodes. The lead was reprogrammed. On (B)(6) 2018 the lead was removed and replaced. The procedure was a success and the patient had no further issues.